Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with a lvad_internal_fault alarm and a pump voltage at 15.6. Patient denied knowledge of the alarms occurring. It was also noted that the patient had rescue tape on multiple areas. Log files were submitted for review. The log file captured the lvad_internal_fault alarm flag associated with an (f59) e2p_crc lvad fault flag on (B)(6) 2025 at 9:11:53. This event was associated with a loss of communication between the system controller and the left ventricular associated device (lvad). Motor function has not been affected by this event. In the case of the observed voltage, it was from the battery which carries a higher voltage than the patient cable. In this case, the battery was providing 15.6 volts and the white power lead of the patient cable would have been ~14.5 volts. The system controller will prioritize sourcing power from a power source with higher voltage and this is the value that would be displayed on the monitor. The modular cable and the system controller were exchanged. It was noted post exchange that an initial lvad fault upon connection occurred but went away. The speed ramped back up to previous setting after the speed settings were manually reset as well. Log files were submitted for review post exchange. The log file captured no faults and indicated that the lvad fault had cleared.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported left ventricular assist device (lvad) internal fault alarms; however, a specific cause for the lvad internal fault alarms could not be conclusively determined through this evaluation. Additionally, the reported superficial damage to the outer jacket of the patient¿s pump cable could not be confirmed as no images were provided for review, and a specific cause for the reported damage could not be conclusively determined. The submitted controller event log files collectively contained events from 06aug2025 to 08aug2025. A lvad internal fault alarm was captured on 08aug2025 at 09:11:53, which indicated an lvad communication issue that may be resolved with power cycling. The files captured the reported system controller and modular cable exchange, which appeared to resolve the lvad internal fault alarm. No other notable events were captured, and the pump appeared to function as intended at the fixed speed following the equipment exchange. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that to avoid pulling on or moving the driveline at the exit site, the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, including the lvad fault alarm, and the recommended actions associated with these events. The patient handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." The patient handbook further cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.